Event description:
It has been reported to cardiac science that the powerheart crm was used on a pt in 2007. Electrodes were placed in the correct position. Two shocks were delivered at 200 joules using two different sets of electrodes. On both occasions, shocks were delivered effectively, but the electrodes sparked and turned black.

Manufacturer narrative:
Failure analysis is in process, and results will be provided in the follow-up reports.